Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported by the patient that they had called the emt (emergency medical technician) in regards to high blood pressure and the emts were unable to do an EKG (electrocardiogram) because their pacemaker goes crazy. The patient further reported feeling irregular heart rates since implant and feels it is the result of the pacemaker implant. It was noted that the patient is not following with ep(electrophysiology)/physicians as it is too far away from where the patient lives; the patient lives in a rural area. Follow-up was conducted with the clinic on record and the clinic did not have any record of the patient and the implanting physician is no longer with the clinic. The device remains in use. No patient complications have been reported as a result of this event.